Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported during a procedure when closing the sternal with zipfix the applicator was not able to tighten the wire this is report 1 of 1 for (B)(6).

Manufacturer narrative:
A product development evaluation was completed: this second generation instrument was received. There was no design related issues found on the returned instrument. The instrument in this complaint was not lubricated as per the instructions provided by the manufacture. The root cause is directly related to the not preformed lubrication during the clinical reprocessing of the device and therefore this complaint is deemed invalid. Additionally the manufacturing records were reviewed and no deviation to the specification was found. No product fault cold be detected. Patient ID reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.